Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past and ongoing elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. System check with tandem technical support confirmed that the pump was functioning as intended. However, customer declined to remove infusion site to confirm functionality. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.